Event description:
It was reported a patient underwent total robotic hysterectomy on (B)(6)2023 and topical skin adhesive was used. Post op day 9, on (B)(6)2023, reddened, warm to touch and pruritic incisions, slightly indurated. Lower abdomen with mild, pruritic rash. Treated with medrol dose pack. No product will be returned. On (B)(6)2023 - erythema has resolved, pruritic rash around the left upper quadrant port site remains. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: office visits, and urgent care/ed visits: (B)(6)2023 - office call. Prior surgery: none listed. Prior surgery with dermabond use?: n/a. Prior surgery with chloraprep use?: n/a. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Do you have any pictures of the reaction? Can you identify the product code and lot number of the product that was used? Is photo available of patient reaction? Please describe how was the adhesive was applied. Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID, gender, age or date of birth; bmi has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Product code and lot of product used? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.